Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pulse generator check, the ventricular lead exhibited low impedance. It was noted that the low impedance measurements were chronic since they had occurred since implant. No intervention was performed, the patient would continue to be monitored. The patient was noted to be doing fine.